Event description:
On (B)(6) 2022 a biotronik biomonitor illm was placed to monitor afib and coumadin was discontinued. Page 3 of patient information slates: "dear patient. Your doctor has chosen the biomonitor iiim insertable cardiac monitor for you. This device is designed 10 continually monitor your cardiac rhythm over an extended period of time and report any irregularities in your heartbeat 10 your doctor." The device failed to record and/or report irregularities 10 the monitoring doctor. Failure of device resulted in: len ventricle thrombus, cardiomyopathy with decreased ejection fraction of 20%; 5 day hospital stay. Continuous anticoagulation, multiple medications to correct ef, add'l procedures needed to address arrhythmia, inability to conduct daily activities at the level prior to device failure. Emotional distress. Hospitalized in cardiac (B)(6) 2023. Continually monitored by telemetry, IV anti coagulation, cardiac cauterization (B)(6) 2023.